Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the implant is depleting quicker and that they have to charge more often. The patient added that they were waiting for their hcp to 'turn the ins the right way' because it was turned the wrong way which was causing pain in their back. The patient stated that the ins was getting deeper in the pocket. The patient noted that they need high stimulation settings to feel stimulation and that they have pain going down their leg.

Manufacturer narrative:
The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient's healthcare professional (hcp) appointment was on (B)(6). The patient reported that the battery had shifted and caused the issues. The patient noted that they had two stents in their back so the battery "runs down/I only can get a signal laying down." The patient reported that the doctor was going to go in and straighten it up at a later date. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient did not know the cause of the implant shifting. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3550-54, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that since implant, it wont stay charged long and will only last a week. They are charging too often. Patient services reviewed how programmed parameters affect the recharge interval. The patient noted that it was programmed with two leads, so that may be pulling more power. They have difficulty charging the ins and can¿t find the location. They have difficulty putting the belt around their waist to find the correct location. They can find the correct location but have to lay flat to do so. The patient has an appointment with their healthcare professional (hcp) on (B)(6) 2018. There were no patient symptoms reported and no complications reported.